Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over form electronic privacy information center (epic) to stations. A technical support specialist accessed the server and confirmed version, restarted required services, and verified system time synchronization via downtime query, observed health sight viewer (hsv) alerts for delayed patient information and pharmacy orders, matched issue with knowledge article (ka) - "med es server messages not processing concurrent error", log review revealed message processing failures due to concurrent collection update corruption, attempted hotfix deployment, which failed due to null insertion and missing user reference errors, restarted service and escalated to product support engineer (pse), who confirmed the hotfix was broken and under development; temporary workaround was service restart, despite restart, some orders remained unprocessed with null, advised customer to resend affected orders, informed them of the issue and ongoing fix, and customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over form electronic privacy information center (epic) to stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.